Event description:
It was reported that there was a clear film on the catheter upon removal. After following up with the customer to clarify the event, it was stated that the catheter condition was noticed after it was removed from the patient and according with the physician, the clear film was described more like a plastic material. The case was completed by using another catheter. There was no incident or injury reported.

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Manufacturer narrative:
(B)(4).